Event description:
It was reported that the pt is experiencing discomfort at the ipg site when stimulation is on. An sjm rep met with the pt to perform impedance checks and position diagnosis. The ipg was found to be superficial. Pt is using topical pain cream to alleviate discomfort. Surgical intervention will be undertaken at a later date.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.